Event description:
Ventricular peritoneal shunt placed for hydrocephalus due to aqueductal stenosis. Revision of the shunt, cephalic end, was performed due to persistent dilation of lateal and third ventricles causing headache and blurred vision and confirmed by CT of head. A second revision of the shunt, cephalic end, was performed due to inefficient flow through the valve, confirmed by shunt tap. Again, the pt complained of headache and blurred vision. Add'l cat # nl850-1431l.